Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that during a site visit by a bd representative, the customer reported that an over infusion of fentanyl event, and it was found that the pump module had a broken upper hinge post of the platen. The event happened in intensive care unit and the infusion was programmed through interoperability. There was patient involvement but impact was unknown.

Event description:
It was reported that during a site visit by a bd representative, the customer reported that an over infusion of fentanyl event, and it was found that the pump module had a broken upper hinge post of the platen. The event happened in intensive care unit and the infusion was programmed through interoperability. There was patient involvement but impact was unknown.

Manufacturer narrative:
Omit: a1402 - excess flow or over-infusion (1311), b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval?, returned to manufacturer on, device return to manuf .?, device eval by manufacturer?, if other specify, imdrf annex a, g, b, c and d codes, remedial action required, remedial action, manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Manufacturer narrative:
Omit : c07 - mechanical problem identified additional information : imdrf annex c and d codes.

Event description:
It was reported that during a site visit by a bd representative, the customer reported that an over infusion of fentanyl event, and it was found that the pump module had a broken upper hinge post of the platen. The event happened in intensive care unit and the infusion was programmed through interoperability. There was patient involvement but impact was unknown.